Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a spinal fusion surgery. Intra-op, the tip of the screwdriver broke. The device came in contact with the patient. No fragments of the device remained inside the patient's body. Patient complications were reported as unknown.

Manufacturer narrative:
Product analysis: visual examination confirmed that the tip of the inner shaft has sheered just before the pinned portion. A microscopic review of the fracture shows a circular pattern consistent with torsional overload. The sheered section was not returned for analysis. The observations are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.